Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system console was selected for use. During platforming, outside patient¿s body, the speed was initially set at 160,000 rpm. The nurse then pushed the ¿reset¿ button to restart the event log; however, it was noted that the rotational speed and event timer were not shown on the console. Several attempts were done to reboot the device; however it did not resolve the issue. The console was replaced with another of the same device and completed the procedure. There were no patient complications reported and the patient¿s condition was fine.